Manufacturer narrative:
The evaluation the returned device confirmed a device issue that would have resulted in the reported low speed operation and pump stoppage events. The pump was returned assembled with the driveline cut approximately 13 inches from the pump housing. The severed portion of the driveline which includes the driveline repair site was also returned. Examination of the entire driveline revealed a breach in the yellow wire insulation approximately 8.5 inches from the pump housing. The damage appeared to be the result of abrasion due to repetitive flexing of the driveline in this location. As a result, the underlying conductors were exposed. The reported pump stoppages would have occurred as a result of the exposed conductors contacting the braided shield and shorting to ground while the device was supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 1 year. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). A system controller log file was provided to the manufacturer's technical services representative for review. Review of the log file revealed multiple pump stoppages had occurred while the system was operating on the power module. The patient was reportedly asymptomatic. The manufacturer's technical service representative performed an onsite driveline evaluation and distal end replacement. On (B)(6) 2016, the patient continued to experience abnormal pump operation following the distal end repair. The suspected short to shield condition within the driveline appeared to be internal. The patient underwent a pump exchange on (B)(6) 2016.